Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was biking with his friends when he blacked out (lost consciousness). The patient was taken to the hospital and there they realised that the cgm values were inaccurate. The cgm reading was 162 mg/dl and the bg reading was 45 mg/dl. At the hospital they treated the patient with orange juice. The patient was discharged 1 and a half hours later. During the event the patient was feeling very sick and delirious so he couldn´t remember what happened with detail. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.